Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that three days post implant, the patient received multiple inappropriate shocks due to oversensing/noise. The right ventricular lead was noted to have high impedance which triggered an alert. The physician suspected a connection/setscrew issue. During the revision procedure, the physician was not able to get stable measurements, so a new lead was implanted. The new lead was noted to have low r-waves. The device remains in use. No further patient complications have been reported as a result of this event.